Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17299. It was reported that patient experienced ineffective therapy. Reportedly, one of supra-orbital leads was fractured and system diagnostics recorded high impedances on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which was liable, and both are being reported.